Manufacturer narrative:
The valve serial number is unknown. The investigation is ongoing.

Event description:
As reported approximately 1 year post-implant a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the patient, who was on dialysis, developed severe structural valve deterioration (svd). At the time of explant, the valve was described as underexpanded and surrounded by dense calcified tissue in the native annulus, with evidence of recoil at the original implant site. The patient was currently reported to be doing well. The perceived root cause of the valve degeneration was attributed to a combination of extensive native annular calcification, recoil following tavi valve deployment, and the patient's underlying renal disease.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h6 investigation conclusions and investigation findings. Added new information to h6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on available information to date. Due to unavailability of valve serial number, DHR review and lot history review were unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''the valve was deployed at -2 ml, followed by post-dilatation with +2 ml. Approximately one year after implantation, the patient, who was on dialysis, developed severe structural valve deterioration (svd). As a result, the transcatheter valve was explanted, and a mechanical valve was subsequently implanted. At the time of explant, the valve was described as underexpanded and surrounded by dense calcified tissue in the native annulus, with evidence of recoil at the original implant site''. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had chronic kidney disease (ckd) with dialysis. The ckd is a well-known factor that may increase the risk of atherosclerosis leading to early valve degeneration. In addition, the explanted thv appeared under expanded or recoil, and the patient had extensive native annular calcification as reported. Early structural valve degeneration (svd) in an under-expanded valve (thv) is driven by the physical resistance of heavy, asymmetric native calcification, which prevents the stent from achieving its intended circular diameter. This mechanical constraint forces the valve into an elliptical, distorted shape, which fundamentally disrupts leaflet kinematics-the precise way the tissue opens and closes. This distortion induces "pin-wheeling" (inward folding of the leaflets) and creates abnormal hemodynamic stress and increased mechanical strain, particularly at the commissures. These focal points of high tensile stress accelerate fatigue-induced calcification, while the resulting blood stasis and reduced flow velocity in the neo-sinus region promote leaflet thrombosis (halt) and subsequent tissue thickening/valve degeneration. As such, available information suggests that procedure factors (under expanded thv) and/or patient factors (ckd) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.